Manufacturer narrative:
The delivery device with the stent on the balloon was received and damage was observed on the stent. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. Microscopic examination of the material surrounding the damage did not reveal any inherent material deficiencies that would have contributed to the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The root cause is determined to be handling damage as the damage occurred during/after unpacking and prior to any patient contact.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. Upon removal of the taxus liberte' 3.0x16mm drug eluting stent from the packaging, stent damage was noted. No patient injuries or complications were reported.